Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 225cc mentor siltex round moderate profile prosthesis and experienced postoperative left-sided deflation. The patient had a teleconferencing consultation on (B)(6) 2020, and the diagnosis was confirmed by her physician. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: two devices (a and b) were received for analysis. During the visual evaluation of the device "a" no apparent damage or visual anomalies were observed on the returned device, however, in the device "b", parallel lines of shell wear were observed on the posterior and extending to the anterior aspect. Leak testing was performed, according to mentor procedure, and it revealed in the device "a" a tear in the posterior view within an area of siltex cracking measuring approximately 0.4 cm, and no other tears were observed. The device "b" revealed a tear in the anterior view, measuring approximately less than 0.1 cm. Microscopic examination in the tear edges of the device "b" revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-jun-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The provided lot number isn¿t a valid lot number for the reported catalog, so mentor cannot review any DHR. If the correct lot # is provided in the future, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).